Manufacturer narrative:
The exact event date was not available, therefore the date 10/01/2023 was used as estimate. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence. A surgical procedure was performed, during which a fluid loss from the cuff was identified. All components were removed and replaced. The new cuff was implanted in a bigger size and in a proximal location. There were no further patient complications reported.